Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and annular dilatation for a mitraclip procedure. A single leaflet device attachment (slda) occurred with the first clip. The posterior leaflet was detached. A second clip was implanted for stabilization. The mr was reduced to grade 2. There were no adverse patient sequelae or clinically significant delay. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with clip detachment from the posterior leaflet, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.